Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the event were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. The patient reported immediately experiencing difficulty walking while standing up straight which persisted for more than a month after the surgery. The patient further experiencing inability and pain which could not be explained by her doctor. The patient was referred to a urologist for cystoscopy which showed normal results and no issues, however, the patient stated the pain persisted. Additionally, the patient reported lower back pain, constant feeling of tightness in the lower abdomen and pain in the tailbone. The patient regularly consulted a chiropractor as well as a massage therapist, but the pain persisted despite all the consultations and treatments. The patient started taking the anti inflammatory drug, vivomo, to help control the pain and inflammation. A little later, the patient felt pinches in the groin (much more present on the right side) to the point where the patient stopped all sport activities such as long distance walking, cycling and swimming. The patient also experiences sciatic nerve pain, numbness in the toes, great hip/leg pain when lying down, groin pain, restless nights, frequent bleeding outside of the monthly period, vaginal pain / inflammation and painful intercourse. During a later procedure for removal of a uterine polyp, mesh erosion of the vaginal wall was noted and the patient was referred to a urologist and other unspecified doctor. Partial withdrawal of the strip was recommended. The patient believes the pains and physical issues are due to the presence of the strip and requested full mesh removal. The patient reported finding a doctor who confirmed the pain is related to the strip and was scheduled for total mesh removal in early (B)(6) 2020. No further information is available.